Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's full disclosure report was returned. Review of the report showed no evidence to support the customer's report. The customer received a replacement pace/defib engine board at there request. However the suspect board has not been returned to zoll for investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device displayed "pacer disabled" and "pacer fault 115" error messages. Complainant did not indicate any adverse effect to the patient due to the reported malfunction.